Event description:
The manufacturer received information alleging an oxygen (o2) regulation condition had occurred on a trilogy ev300 device. There was no report of patient harm or injury reported. The customer placed a service call to the local philips helpdesk for assistance. A philips remote service engineer (rse) assisted the customer in this issue. The philips rse had the customer provide the error log for review. The philips rse evaluated and determined the oxygen blending module (obm) sub-assembly was causing the o2 regulation error to occur on this device. The philips rse recommended to the customer replacing the device¿s obm sub-assembly to resolve this issue on the device. No repair was performed.